Event description:
During a renal dilatation at the first inflation, the physician noted that the viatrac burst. The rated burst pressure was at 8 atms. He had difficulties in removing the guide wire (friction). The physciain used another device and was able to complete the procedure. Reportedly, the patient is fine. No additional information is available.